Event description:
Same case as 1527460-2013-00058. The complainant reported the gastrostomy tube balloon deflated and the tube fell out. The tube was inserted on (B)(6) 2013 and fell out on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.